Event description:
An orsiro drug-eluting stent system was selected for treatment. The orsiro was prepared according IFU, no obvious negative pressure applied. When the transport wire was removed from the delivery system, the stent was found to have come off in the transport wire tubing. Incident was identified prior to proceeding to thread the delivery system onto the guidewire, so patient was unaffected by incident. Pci was completed with another orsiro with no complications.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. However, contrast medium residue was observed in the balloon- and inflation lumen which implies application of negative pressure. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent was returned separately on the transportation wire partially inside the protector cap. The stent is mildly deformed (i.e. Appears pinched) at its proximal end. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause for the complaint event is most likely related to the handling during the preparations for the intervention (i.e. Application of negative pressure prior to the placement of the stent across the target lesion which is warned against in the IFU).